Event description:
It was reported that after swimming, the keypad buttons required several presses to elicit a response. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2011 with the following findings: the keypad buttons were found to be unresponsive to presses. The keypad was removed and corrosion was observed under the button contacts. A leak test was performed and the keypad was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.